Event description:
The event involved an ext set, smallbore with 3-port clave¿ manifold, clave¿ where the customer reported a crack during patient use noticed at around 12pm in chamber 12 of the facility. The customer stated that he patient (who was sedated and curarized, unstable neuro-injured patient) began to have abnormal movements (type of shivering). It was at this point that the customer found one of the valves of the middle manifold (green) broken in the bed and the sheets were wet. So, the curares was not received by patient. After reconnecting the curare to another valve, the problem persisted: no treatment arrived, the patient was no longer sedated. The event occurred when the patient was already receiving treatment after 5 mins of use. The patient state of health was reported as: before: sedated and curarized patient, unstable and neuro-injured. During: abnormal shivering-like movements. After: major neurological deterioration (pupillary change and increased intracranial pressure) / change in manifold, neurological stabilization then improvement. No other clinical consequences noted. There was no need of medical intervention.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
One (1) used. List #011-am3116, ext set, smallbore with 3-port clave¿ manifold, clave¿; lot #13648387. As received, one of the clave's observed to be separated from 3-port nano clave manifold. No other physical damage or anomalies observed. Viewed bond under uv light, noticed sufficient coverage of adhesive fluoresce from uv light. Confirmed customer complaint of one of the valves of the middle manifold (green) broken. Probable cause, unintentional bending force. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.